Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to activate safety mechanism was confirmed and the cause was determined to be supplier related. The product returned for evaluation was 20 ga x 0.75 in safestep infusion set. The investigation findings were consistent with misplaced or excess manufacturing adhesive, which bound the safety mechanism to the needle. The following observations were made during the sample evaluation: ¿ the safety mechanism was not engaged over the needle tip and was returned positioned at the needle base ¿ the needle shaft and safety mechanism were both examined and were determined to be undamaged and thus were not suspected to have contributed towards the event microscopic examination under uv light assistance revealed a white/clear adhesive-like substance at the interface of canula of the safety mechanism. That material fluoresced under ultraviolet light, which was consistent with the adhesive used to assemble the infusion set. From this, it appeared that adhesive was deposited on the needle shaft during device manufacture. The device is a supplied component, and the supplier was notified of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after administering lh-0031 via injection, the needle tip failed to retract upon removal. There was no reported patient injury. No needle stick injury.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.